Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, pcba1 shows signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery alarm. Customer's blood glucose value was 6.6mmol/l. Contacts were not missing, damaged, or corroded. Insulin pump was returned for analysis.